Event description:
It was reported that balloon rupture occurred. The patient underwent an endovascular therapy where the target lesion was located in the severely calcified popliteal artery. After crossing the guidewire, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During procedure, on the first inflation at 8 atmospheres, the balloon ruptured. The device was removed and replaced with a different device to repeat dilation, and inflation was performed with sized-up balloon in the superficial femoral artery. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The patient underwent an endovascular therapy where the target lesion was located in the severely calcified popliteal artery. After crossing the guidewire, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During procedure, on the first inflation at 8 atmospheres, the balloon ruptured. The device was removed and replaced with a different device to repeat dilation, and inflation was performed with sized-up balloon in the superficial femoral artery. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the target lesion was 99% stenosed and mildly tortuous. Additionally, the balloon was inflated for about 5 seconds under pressure before it ruptured.